Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous shunt of a vessel. On the first inflation the f/g sterling otw 6.0 x 40/40 (4f) balloon was inflated to eight atmospheres and ruptured. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).